Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Manufacturer narrative:
The customer¿s report of a leaking micron filter was confirmed. The returned extension set was visually inspected for incomplete bonding engagements, holes/tears in the tubing, kinks or damages to the components. No anomalies were noted during visual inspection. Functional and pressure testing was performed; a leak on the vent area was observed on the pediatric filter. The root cause of the filter vent membrane damage is unknown.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a leak from the filter of an IV extension set during an infusion of oxacillin. The bag and tubing were changed and there was no patient harm.